Event description:
The hospital reported that during harvest of lsv in lower leg that end of the vasoview hemopro 2 jaws was getting caught a tiny bit in soft tissue in the tunnel, but not a big issue. When she removed the device, she noticed that the 'outer plastic coating on one of the jaws was peeling away but the metal was completely fine. The case was completed as normal with this kit. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. There was no delay. There was no patient harm reported. Per photo provided by the complainant, it is observed the one of the jaws was peeling away.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw#(B)(4). Corrected section- a2- changed to 61. The device was returned to the factory for evaluation on 03/03/2025. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled at the tip of the cold jaw. An investigation was conducted on 03/19/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire of the harvesting device. There were no visual defects observed on the clear intact silicone insulation on both the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the center of the cold jaw to the tip of the cold jaw. No other visual defects were observed. Based on the photographic evaluation as well as the condition of the device and the evaluation results, the reported failure "peeled- delaminated; jaw" was confirmed. The lot # 3000447535 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.